Manufacturer narrative:
(B)(4). The jaws of the incident device could not be opened due to excessive dried tissue between the jaws. The jaws were pried open and cleaned. The device was then tested on simulated tissue for proper activation and knife function with...tissue buildup that can lead to sticking.

Event description:
The customer reported that during a hysterectomy, the device locked on tissue and would no longer open. The device was cut from tissue and a new device was used to complete the procedure without incident. There was no patient injury.